Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. "The jaws were placed over the cystic duct. When the handle was squeezed, there was only a partial clip closure and needed to be pulled off. While the clip applier was still in the abdominal cavity, five unformed clips spit out of the clip applier and had to be individually retrieved. The provider did not have their hand on the trigger when the clips began to spit out. The clip applier was unable to be used to complete the case and was thrown out." Additional information was received via email on (B)(6) 2018 from applied medical account manager. "The trigger was squeezed plastic to plastic for the first clip that didn¿t properly close, no specifics given. Five clips spit out at that point and the clip applier was pulled out of the abdominal cavity." Patient status: no patient injury occurred as a result of the event.

Event description:
Procedure performed: lap chole. "The jaws were placed over the cystic duct. When the handle was squeezed, there was only a partial clip closure and needed to be pulled off. While the clip applier was still in the abdominal cavity, five unformed clips spit out of the clip applier and had to be individually retrieved. The provider did not have their hand on the trigger when the clips began to spit out. The clip applier was unable to be used to complete the case and was thrown out." Additional information was received via email on 10aug2018 from applied medical account manager. "The trigger was squeezed plastic to plastic for the first clip that didn¿t properly close, no specifics given. Five clips spit out at that point and the clip applier was pulled out of the abdominal cavity." Patient status: no patient injury occurred as a result of the event.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.